Event description:
Customer reported being hospitalized for high blood glucose levels. Customer had high blood glucose levels for 2 days prior to hospitalization and did no change set. It was also reported that programming on pump was correct and that lost 7 pounds over the last week due to medications that she was taking. Customer was unable to perform troubleshooting at time of call due to fact that she was in the hospital and did not have disposable with her. Customer was advised to call back to complete troubleshooting.